Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not isolated as the reported issue was not observed during evaluation. The device was evaluated and the reported issue was not observed. Flow issues were noted. The water was drained from the device and the water color was checked. The device was cleaned with wash system liquid. Device was functional after cleaned. The device history record review was not required as the reported event was unconfirmed. The labeling/packaging review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was getting an error 61 (non recoverable system error). Per sample evaluation results received on 25may2022, flow issues were noted on the device. The water was drained from the device and the water color was checked. The device was cleaned with wash system liquid and was functional after cleaning.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was getting an error 61 (non recoverable system error).